Event description:
It was reported that the patient received inappropriate therapy due to noise. At explant, it was observed that the proximal screw on the sense/pace lead was loose.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.